Event description:
The lesion was 99% stenosis. This catheter was advanced to lcx, and the image was checked. At that time, the position of the transducer wasn't confirmed because the distal marker was paying attention. When the imaging was started, the image looked like a guiding catheter's inner lumen. Because the physician thought that cathter was advanced to near the lesion, he felt doubt that the coronary arter's image didn't get. Therefore, he pulled out this catheter. And that time, he didn't check the transducer's position by angiography. When this catheter was pulled out, the imaging core entwined. And finally, this catheter was pulled out but the core and the outer shaft had been separated. When the catheter was checked, the upper connection port of the telescope part had come off.